Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-10412 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve via right transfemoral approach. The patient had a non-edwards valve that required intervention after approximately eight (8) years. The plan was to implant the 23 mm sapien 3 ultra resilia valve inside the non-edwards valve with an additional 2 ml of volume. During valve deployment, it was reported that there was some resistance, and the valve was deployed using nominal volume only. The valve was successfully deployed, but the post procedure echocardiography revealed that the valve had embolized into the left ventricle. Attempts were made to retrieve the valve into the non-edwards valve using the delivery system with extra inflation volume, but this was unsuccessful due to misalignment between the distal struts of the non-edwards valve and the top of the sapien 3 ultra resilia valve. A snare device was then used in an attempt to retrieve the valve, but this was also unsuccessful. The valve was observed to be inverted and wedged in the left ventricular outflow tract (lvot)/mitral position. The patient exhibited aortic regurgitation, but it originated from the non-edwards valve. The patient was awakened from anesthesia with the valve still in the ventricle and was monitored. Subsequently, the patient passed away. Additional information was received indicating the patient was not suitable for a bailout. As a result, open chest surgery was not performed.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the adverse event previously reported. Per the initial report, it was reported there was some resistance felt during deployment. Subsequently, additional information was received from the field clinical specialist (fcs) clarifying that by "resistance felt during deployment", they were referring to the normal tactile feedback operators experience when the inflation syringe empties its volume in the delivery system during inflation. The fcs confirmed that no failure of defect in the sapien 3 (s3) system was noted or observed. It was likely that inflation above the nominal volume would have been possible, but the operator determined that nominal volume was sufficient. In addition, it was reported that the balloon was inflated at nominal volume, in full accordance with the instructions for use (IFU). The commander delivery system device is designed and validated to perform at nominal inflation volume only. There were no reported issues with the commander delivery system at nominal volume, demonstrating that the commander delivery system functioned as intended. In this case, the available information does not suggest a device deficiency or malfunction related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device occurred. Therefore, this event is no longer considered FDA reportable.